Manufacturer narrative:
The farawave catheter was returned to boston scientific for analysis. Upon device return and inspection, the strain relief was detached from the luer. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. The flow test was not possible because the strain relief/luer are separated. Under microscope and with uv light, it was possible to observe an issue with the adhesive between the parts from the separation of the strain relief. Additionally, media inspection of a picture attached to the complaint was done, and it is possible to confirm that the device had the strain relief detached from the catheter luer. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that the flush port detached from the catheter handle. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was selected for use. When the flush line was connected the flush port disconnected from the catheter handle. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the flush port detached from the catheter handle. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was selected for use. When the flush line was connected the flush port disconnected from the catheter handle. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.